Event description:
It was reported that during preparation for a surgery, the battery was leaking fluid. This did not happen during a procedure, so there was no pt involvement. There were backup batteries available and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device has not yet been received by the MFR. A f/u report will be filed when the device has been received and evaluated by the MFR.